Manufacturer narrative:
The reported oad was received for analysis with the guide wire utilized during the procedure. Embedded biological material was observed on the guide wire and driveshaft crown section. The oad driveshaft was found to be fractured on the distal side of the crown. Scanning electron microscopy was performed and found evidence of fatigue striations on the fractured faces of the driveshaft filars. At the conclusion of the device analysis investigation, the reported driveshaft fracture was confirmed. However, the root cause of the fracture was unable to be determined. The reported dissection and crown jumping events were unable to be confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the device became detached and a dissection occurred. The target lesion was 99% stenosed and located in the left circumflex artery (lcx). The lesion was treated with six passes of the oad on low speed. Following the sixth pass, the crown was noted to jump forward through the lesion. An additional five passes were performed with the oad, however following the final pass the tip of the oad was noted to be detached. The oad was removed from the patient and a snare was inserted. The device fragment was snared and removed from the patient. Imaging was performed, which revealed a non-flow limiting dissection. Balloon angioplasty was performed and two stents were placed in the lcx. While attempting to place a third stent, the stent became dislodged from the balloon and remained unexpanded in the artery. During attempts to snare the stent, the pressure of the patient decreased and a balloon pump was inserted. The stent was snared and removed. Balloon angioplasty and placement of another stent were then performed. The patient was in stable condition following the procedure.